Manufacturer narrative:
Device evaluated by MFR., eval summary attached, method codes, result codes, conclusion codes updated. Device evaluated by manufacturer: the stent delivery system (sds) was returned for analysis. A visual and tactile examination found multiple severe kinking on the hypotube shaft and the shaft itself was broken at 23cm distal to the strain relief. The break most likely occurred due to the application of excessive force which may have initially kinked the device and then resulted in the hypotube breaking. A visual examination of the crimped stent found no issues with the crimped stent. There were no signs of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set equidistant between the proximal and distal markerbands. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. The bumper tip of the device showed no signs of damage. A visual and tactile examination of the outer and mid-shaft section found no issues with the shaft polymer extrusion profile. The inner lumen and bi-component bond showed no signs of damage or strain. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause has been determined to be use/user error as the shaft of the complaint device was initially kinked however excessive force was used by the physician which resulted in the shaft breaking. Direction for use states: "if unusual resistance is felt at any time during lesion access before stent implantation, the stent delivery system and the guide catheter should be removed as a single unit. Once the stent delivery system has been removed do not re-use." (B)(4).

Event description:
It was reported that shaft break occurred. The target lesion was located in the severely calcified left anterior descending artery. A 3.00mmx38mmm promus premier¿ drug-eluting stent was advanced; however as the catheter was pushed to advance the stent before deployment, the shaft got completely kinked and the shaft of the catheter broke. The device was completely removed from the patient's body. The procedure was completed with another 3.00mmx38mmm promus premier¿ drug-eluting stent. No patient complications were reported and the patient's status was fine.

Manufacturer narrative:
(B)(4). Device is a combination product. (B)(4).

Event description:
It was reported that shaft break occurred. The target lesion was located in the severely calcified left anterior descending artery. A 3.00mmx38mmm promus premier drug-eluting stent was advanced; however, as the catheter was pushed to advance the stent before deployment, the shaft got completely kinked and the shaft of the catheter broke. The device was completely removed from the patient's body. The procedure was completed with another 3.00mmx38mmm promus premier&#10244;rug-eluting stent. No patient complications were reported and the patient's status was fine.